Event description:
User reported inability to regulate vacuum. There was no patient harm.

Manufacturer narrative:
Investigation confirmed fault and traced cause to vacuum regulator failure. The component was replaced and the device operated as intended.